Manufacturer narrative:
D10: concomitant devices: serial number item number and full description. (B)(6) 244-02-01 - optetrak asy hi-flex ps cem fem, sz 1, left. (B)(6) 244-03-04 - optetrak asy, hi-flex ps cem fem, sz 4, right. (B)(6) 200-02-29 - three peg patella 29mm. (B)(6) 200-02-35 - three peg patella 35mm. (B)(6) 204-04-44 - trapezoid tibial tray sz 4f/4t. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 170 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear of the polyethylene of the tibia and femoral joint, as well as the patellar component. The patient's preoperative diagnosis reported instability and osteolysis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.